Event description:
Piv extension set connector max zero from carefusion, product # mzxt9001 failed at the white hub when the inner plunger was pushed out after the white hub was connected to power injector in CT and power injection was attempted. This failure caused a delay in the CT procedure as a new piv extension set was need to be placed to perform the CT with contrast via power injection. This is occurring frequently with this product. Packaging was not saved.